Manufacturer narrative:
The returned product was evaluated and no problem was found. All products are required to pass sterilization prior to release. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 44; living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed a skin irritation while wearing the pod between 36 and 48 hours. The patient visited an urgent care and the irritation was treated with amoxicillin.